Manufacturer narrative:
Reporter discarded the involved product, however, provided photographs and lot information. Evaluation of the photographs revealed an intact foam head disengaged from the swab stick with green foam seen around the tip of the swab stick. This indicates glue was present to adhere the foam to the swab stick. The swab stick appeared to have no drill holes indicating the disengagement may have occurred at the drill hole location of the swab stick. Production history records for the reported lot number were reviewed. Two in-process work orders were generated due to an increased number of swab rejections related to drill hole inspection. Once the work orders were completed, all in-process checks indicated passing results. Customer complaints and non-conformance reports were reviewed for the reported lot. There were no other reported incidents of this type associated with the reported lot. Due to the lack of further incidents, this is considered to be an isolated incident that was addressed with the work orders performed during manufacturing. Consequently, no corrective action is required. The definitive root cause could not be determined. A potential root cause could be a dull drill bit that may have caused the side of the swab handle to be weakened or broken around the swab head hole during manufacturing in combination with the angle and force applied by the caregiver during use of the product. Based on review of the provided photographs and the manufacturing records, there is sufficient evidence to conclude that the reported issue could be attributable to a product defect or manufacturing operations. Discarded; photographs provided.

Event description:
Report received of a malfunction resulting in swab disengagement. On (B)(6) 2018, oral care was performed on a patient who was ventilated and sedated. Reporter stated the green foam disengaged from the stick. Reporter stated the foam was successfully removed from the patient's oral cavity and no injury occurred to the patient or nurse. Reporter stated the patient did not bite on the device. Reporter stated adverse event occurred during initial use of the product. The device was discarded, however photographs were available for evaluation. Although requested, no additional information was available.